Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1200 "patient disconnect" alarm error message was displayed. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) evaluated the device but could not reproduce the reported issue. Investigation is completed on the reported event.